Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. A visual evaluation was performed, there was bone debris on the implants external threads. There was no damage, or signs of malfunction that would contribute to the event. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1261707 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : perforated sinus¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Doctor reported perforated sinus #16, procedure has been completed with bone grafting.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: pre-market identification /k011028/k013227.